Manufacturer narrative:
5076-58 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible occasional atrial undersensing noted on the stored electrogram (egm). The atrial lead remains in use. No patient complications have been reported as a result of this event.